Event description:
It was reported that a fiber-like foreign body come out from the wire port. The 100% stenosed target lesion is located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for use. A non-boston scientific guidewire was advanced. The target lesion was predilated with a sterling balloon. The eluvia was prepared for implantation. A fiber-like foreign body came out from the wire port during flushing outside the patient. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink at the outer sheath at the nosecone. A foreign material (fm) was returned wrapped inside a piece of napkin. Microscopic examination revealed no additional damages. Ftir analysis of the fm indicates that it is a polyester/cotton material. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that a fiber-like foreign body come out from the wire port. The 100% stenosed target lesion is located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for use. A non-boston scientific guidewire was advanced. The target lesion was predilated with a sterling balloon. The eluvia was prepared for implantation. A fiber-like foreign body came out from the wire port during flushing outside the patient. The procedure was completed with another of the same device. There were no patient complications.